Manufacturer narrative:
Batch review performed on 29 december 2016. (B)(4).

Event description:
The patient came in complaining of instability. The surgeon swapped the liner. The surgery was completed successfully. X-rays and explants are not available.